Manufacturer narrative:
An event of a percutaneous intervention due to stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd). Information from field on the patients medical history cerebrovascular disease, cerebrovascular accident and hypertension. Based on the received information, the cause of the reported stenosis could not be conclusively determined.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6) ((B)(4)). It was reported that on an (B)(6) 2023, a 23mm navitor valve was implanted using a flexnav delivery system. During the procedure, it was noted that there was tight stenosis at the access site, and a covered stent was placed by percutaneous intervention. The access site was closed with a proglide. The patient as reported to be discharged (B)(6) 2023.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on an (B)(6), 2023, a 23mm navitor valve was implanted using a flexnav delivery system. During the procedure, there were vascular complications at the access site, and a covered stent was placed by percutaneous intervention. The patient as reported to be discharged (B)(6), 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.